Manufacturer narrative:
The patient was originally implanted on (B)(6) 2019 with cannulas initially connected to centrimag pumps since the clinic was concerned about the abdomen of the patient. On (B)(6) 2019, the patient was switched to an excor blood pump, but the patient had multiple laparotomies for resection of perforated ischemic small intestine and for bleeding from the intestine and abdominal cavity. The patient was kept on a low dose or no heparin regime for extended periods due to the abdominal procedures. The left excor pump was reverted to a centrimag pump when new clots were seen in the pump. The device performed as intended at the time of the event. This adverse event occurring on (B)(6) 2019 was reported by the site to the manufacturer on 12/10/2019. (B)(4).

Event description:
Berlin heart (B)(4) was informed by the site that a patient with excor blood pump in lvad configuration, suffered from an ischemic cva with weakness in the left arm on (B)(6) 2019. Mobility improved the next day.